Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose rose to 500 mg/dl. It was discovered that despite the cannula deploying normally, the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was worn less than an hour. Additional method of treatment was not provided.

Manufacturer narrative:
The patient reports that the pink slide insert did not move forward. The device was received fully deployed with the pink slide insert visible through the viewing window. The needle mechanism was reset and successfully deployed. No other damages or defects were noted that would result in a needle mechanism failure. Data downloaded from the device indicates it ran 213 pulses and delivered one large bolus before being deactivated.